Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pch102, and no non-conformances related to the reported complaint condition were identified. Investigation summary: eight unopened samples of product code w8702, lot # pch102 were returned for analysis. During the visual inspection of eight unopened samples, no defects were found on the packages. The samples were opened, and each packet contains four strands double armed. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off suture needle was found, and the tested sample met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle came loose from the thread. The procedure was delayed for an unknown amount of minutes. The procedure was completed successfully with a like device from another lot. There were no adverse patient consequences reported.